Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was 175 mg/dl. The customer reported that they had damage on the reservoir compartment has a crack around the top and needs new belt clip. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump was returned for analysis.